Event description:
Clinical trial; same case as MFR# 6000089-2007-01248, -01256. It was reported that post index procedure, the pt had a myocardial infarction (mi), stent thrombosis (st) and target vessel revascularization (tvr). The pt had an mi in 2004 with subsequent placement of a taxus express stent (unk size) in the proximal left anterior descending (lad) artery. The pt was admitted on the day of the index after a recent stress thallium study that showed significant reversible inferior wall ischemia. The index procedure treated 3 target lesions. Target lesion 1 in the mid right coronary artery (rca) had in stent restenosis present, was 4.0 mm wide, 32 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 3.5 x 32 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 and 3 were a de novo bifurcating lesion and were stented at the same time using a crushing technique. Target lesion 2 was in the mid left anterior descending (lad), was 2.75 mm wide, 12 mm long, and 75 % stenosed. The physician direct stented the lesion with a 2.75 x 16 mm taxus express2 stent. Post dilatation stenosis was 0%. Target lesion 3 was an ostial lesion in the 2nd diagonal (diag2), was 2.75 mm wide, 8 mm long, and 90% stenosed. There was mild tortuousity. The physician direct stented the lesion with a 2.5 x 12 mm taxus express2 stent. Residual stenosis was 0%. The pt was discharged one day later on aspirin and plavix. The pt was readmitted on day 630 after developing back pain that radiated to his chest. He became diaphoretic, nauseated, and short of breath. In the ER, the ECG revealed st segment elevation in I, a vl, and precordial leads. The pt was given aspirin, heparin, and clopidogrel and transferred to the study site for urgent repeat cardiac catheterization. Of note, admission medications include aspirin but not clopidogrel. The site also noted a q-wave myocardial infarction (mi). That day, the proximal lad was treated with thrombectomy, balloon angioplasty, and placement of another manufacturer's stent. The pt developed an idioventricular rhythm during the procedure, requiring placement of a temporary pacemaker. An intra-aortic balloon pump was also placed, which was removed less than 24 hrs after the procedure. The pt remained stable and was discharged 4 days later on aspirin and plavix. In the opinion of the physician, there is a probable relationship between the mi/st and the taxus stents. In the opinion of the physician, there is no relationship between the tvr and the taxus stents. In september of 2007, the clinical events confirmed a possible relationship between all events and the taxus stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.